Event description:
In 2010, I had my inguinal hernia "repaired" with atrium medical's pro loop and plug hernia mesh. It has been causing me severe pain since day 1 after implant. I have had to go on disability at age (B)(6). I know atrium medical has other products that have been faulty. I can see and feel the mesh poking through my skin. I can barely sit, bend, walk too far, lift, etc. Please get this product/company off the market! It is one product after another I have seen all the adverse reports against atrium medical and it is very sad that they are still in business? Please help us who have been severely altered for life. Thank you.